Event description:
Pt underwent open reduction internal fixation of left supracondylar femur fx at another facility on 6/22/1998. He complained of increased pain, decreased ability to weight bear and "leg turning in". Injury denied. X-rays demonstrated a broken plate with varus angulation at the fx. On 11/11/98 he returned to surgery for open reduction internal fixation for plate replacement as well as iliac crest bone graft and implantable electrical stimulation bone healing unit.